Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has exhibited a yellow intrinsic amplitude out of range alert due to patient previously being in atrial fibrillation (af) and exhibiting atrial stands. Technical services (ts) was consulted and confirmed there appeared to be atrial standstill, in addition, suspected loss of capture was also noted. Health care professional (hcp) agreed to check on current patient condition. This cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).